Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Scorpio posterior stabilized tibial insert (72-13-0912) insert post broke, which required surgery to remove the broken insert post and put in another insert (same item). Surgery was originally done in 2006, according to the nurse, but I didn't see official operative report to confirm that.